Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. Troubleshooting was done and found sporadic generator error 12 message present. The rep performed a ma-loop-calibration, manual calibration, autocalibration and rti-measurement. Then the rep assisted in a generator calibrations. The system was tested, no errors were present. System functions checked. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image quality from a 3d scan was not adequate. The system was out of contract, the manufacturer representative is waiting for a purchase order. No patient was present at the time of the event. Additional information was received stating that the image being not adequate means that the scan was degraded. No troubleshooting was done at the time of the event. The site performed a new scan with a phantom. The issue was not resolved. The manufacturer representative went to the site and performed a new calibration from the ma loop and ma curve. Afterwards the rep performed the autocalibration and the system was working. It was noted that the system was out of contract and the calibration was not performed for one and a half year.